Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed a "call tech support" error. No additional patient or event information is available. No product was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and displayed a call tech support error. Hardware error was observed on the receiver display. The reported event of an error icon display was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).